Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51605) which was submitted. Therefore, MDR (9610877-2022-00289) filed on february 14, 2022 is considered a duplicate report.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No video/error msg, scope not connect. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to the manufacturer. There was no report of patient harm.